Event description:
It was reported that during a laparoscopic cholecystectomy the device did not perform properly during the procedure. The clips were criss crossed and not secure on the cystic duct. Clips appear to be secure on the artery. A similar device was used to complete the procedure. There was no pt consequence.